Event description:
Reported due to a partially sealed perforation requiring surgical intervention. The physician was performing an unk procedure and experienced "procedural complications" which resulted in a peforation. The jostent graftmaster was deployed but only partially sealed the perforation. The physician performed a pericardial window in order to control the persistant leak. Although requested, additional info was not provided.